Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, postoperative x-rays for (B)(6) (dos (B)(6) 2024) for follow up visit were measured, and noticed the rod fractures during measurement protocols. Rod fracture was identified above s1 screw, both rods were still implanted. Levels implanted were l2-iliac and the procedure performed was posterior spinal fusion. It was unknown, if there were any patient symptoms or complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.